Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reports the device read 150 while the fingerstick value read 178. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.